Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Air bubbles were observed. Per reporter the residual volume was 47 ml, rate 2.0 ml and given 44.30 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.